Event description:
The spouse of a (B)(6) yr old male pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) completed. The reported problem (exposed wires) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes were pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.